Event description:
Covidien service center found a different problem than reported by the customer. During investigation segments were missing sporadically from the display. No patient was involved with this event.

Manufacturer narrative:
(B)(4). Failure was isolated to the front pcb assembly and was replaced.